Event description:
The customer reported via phone call that they were released from the hospital on (B)(6) 2015 and was re-admitted on (B)(6) 2015 for high blood glucose. The customer reported experiencing nausea and was vomiting after being released from their first hospitalization event. Customer's blood glucose at the time of their second hospitalization event was unknown. The customer reported being diagnosed with a gallbladder complication after being hospitalized. Customer had their gallbladder removed as a result. The customer stated they were wearing the insulin pump at the time of the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.